Manufacturer narrative:
P-cap locked in place properly during testing. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device received with broken battery tube threads and cracked case. (B)(4).

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind. Problem isolated to motor assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that they unable to exit load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.